Event description:
The pt was reportedly experiencing pain at the implant site. The pt rec'd a prednisone injection. There was concern that the pt's skin flap was thin. Moleskin was added to the underside of the pt's external headpiece. The magnet strength in the headpiece was adjusted. The pt is being monitored.